Event description:
It was reported the patient has not had good stimulation and a lack of therapeutic effect since the implant. The stimulation on the right lead was close to the surface, so a revision was done.